Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been changing the batteries on the insulin pump every day and a half or so. Customer stated that this issue has been occurring for a week or a week and a half. Customer's battery indicator does not show less than 2 bars but shows 3 bars. Customer's last battery change was last night and the battery did last more than 1 week. The date on the pump was found to be incorrect. Customer was assisted with correcting the date. Customer does not wait for the low battery alert. It was found that the customer generally changes the battery when the battery indicator is down to 2 bars. Customer was explained that the average battery life is about a week. Customer was advised that the batteries should be stored at room temperature. Customer stores batteries in the refrigerator but will start storing at room temperature. Customer was advised to monitor the pump.